Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2016, product type lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient (pt) reported that they noticed their leads on their spinal cord stimulator (scs) had migrated about a year after implant date. Pt said they could feel the therapy was not in the right spot about a year after implant date, and pt was at a follow up appointment with manufacturer representative at the cleveland clinic about a year after implant date. The rep was attempting to get the therapy to cover the right shoulder area and then the healthcare provider performed a x-ray of the leads and told the pt one of the leads were "in the y position" and had migrated. Pt was given the option for a revision surgery or explant surgery. Pt said they were already having surgery for a shoulder replacement and did not want to have two major surgeries, so they chose to have the scs explanted. Pt said they had been seeing the rep for follow up appointments and pt said scs was "low frequency."

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer and a health care provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of other chronic/intract pain and spinal pain. It was reported that the patient the patient has been implanted for six months and after 3 months it is no longer effective for the patient because the leads have moved. The caller stated that the hcp is now proposing that the patient have surgery to "re-do" everything. The caller stated that they were very disappointed with the product and wanted to speak to a technical product person as they would like to know how and why this happens. The caller stated that they were led to believe that when the patient is implanted it is a long term thing. The caller stated that the patient has had diagnostics one but the hcp hasn't stated as to why the leads may have moved. The patient wanted to know how they determined if the leads moved . Patient services reviewed that with proper implant the device should last 9 years. Patient services stated that they cannot determine as to why the leads have moved not can they determine why the device is no longer effective. Patient services stated that it is best to discuss they things with the hcp. Patient services reviewed that if the patient moves on with surgery the device can be sent back for analysis. The caller stated that patient services answers weren't adequate and they wanted to know who else they could speak to at the manufacturer. Patient services stated that the patient can only speak with them. The caller disconnected as they didn't like that answer. The hcp stated that the cause of lead migration is unknown, but it has been confirmed with an x-ray. The hcp stated that they are going to attempt to reprogram the patient, but they may also consider a revision.